Event description:
On november 22, 1999 "sscor" received suction unit model 64000, from the volunteer fire department. It was examined and found to have a broken fuse holder. The broken holder would not allow the battery to receive a charge. Sscor, inc. Is not the MFR of the fuse holder. It is a component in co's device. No pt was involved with the component failure. Co concludes that this is an unusual event.